Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and an increase in short interval counts (sic) resulting from a possible lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that there were 4 non-sustained tachycardia (nst) episodes with short interval counts (sic) between (B)(6) 2014 and (B)(6) 2014. There were 99 short interval counts (sic) since the last session five days prior. The lead failure predictor was triggered on (B)(6) 2014 for sic and nst episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).